Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturing representative through doctor reported that the screw for the top of the battery would not tighten down to allow the lead wire to be placed in position. When the lead wire was inserted the screw was tightened, however the lead wire could be pulled back out. There were no diagnostic tests performed due to the fact that the lead wire was could not be tightened down, the lead wire continued to slip in and out of the block even though the screw was tightened down and the clicking sound was made. The lead wire was removed and wiped clear of any or all fluids. The screw on the top of the header piece was loosened, and they lead wire was reinserted. The physician then retightened the screw, the clicking sound was heard, however the lead wire continued to be unsecured. A new battery was used, without any issues, the serial number of the new battery is, and (B)(4) products were returned to medtronic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of ins (B)(4) revealed that setscrew was backed out too far and it was cross threaded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation results are available.